Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there was a hole in the hose close to the muffler. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to manufacturing issues. A CAPA has been initiated to address this issue. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a microdiscectomy (microlumbar discectomy: mld) surgical procedure, it was observed that the motor device had a hole in the cord and did not run correctly. There were no delays to the surgical procedure. A spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.